Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that his mother was hospitalized due to diabetic ketoacidosis on an unknown date with blood glucose level 1008 mg/dl. The customer¿s current blood glucose level was unknown. The customer stated that they are unable to describe the damage to the drive support cap. The customer was unable to complete rewind the insulin pump due to motor error alarm. The insulin pump will be returned for analysis.